Event description:
It was reported that the patient with this pacemaker is using a wallet with rfid-blocking technology and has been feeling fatigued. Additionally, the patient stated that their physician has been trying to optimize programming; however, symptoms persist. Technical services (ts) discussed electromagnetic interference (emi) guides and referred the patient to their physician for further evaluation. No adverse patient effects were reported. This device remains in service.